Event description:
It was reported that the lead was explanted after repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
The electrical characteristics of the lead were found to be normal.